Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had few malfunction on the pump. The customer's blood glucose level was unknown. The customer stated that insulin pump had griming noise when priming and insulin pump gives the no delivery alarm. The customer stated that the event was resolved by the complete set change. The customer stated that insulin pump had rewind the pump more than once. The insulin pump will not be returned for the analysis.